Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
A company service rep evaluated the iabp. He observed that the main power switch on the power supply had been turned off. Turning off the switch while the iabp is in use would cause the iabp to run on batteries until it eventually shut down. The hospital biomed advised that the iabp had been delivered to him by the hospital staff with the switch turned off. He did not have any additional info as to whether or not the switch had been turned off during operation, causing the reported shutdown. The company service rep performed a preventive maintenance on the iabp. As part of this preventive maintenance, he replaced the batteries, due to low battery run time. During testing, subsequent to replacement of the batteries, the iabp power supply failed. The customer elected not to have the power supply replaced, due to cost and their desire to reduce the number of iabps in their facility. The new batteries were removed from the iabp at the customer's request. The hospital retained the iabp with the original batteries and power supply installed. Thus, it appears that the reported shutdown occurred as a result of the power switch on the power supply being turned off, likely inadvertently, by the customer; however, as a result of the subsequent power supply failure during testing, it cannot be conclusively determined that a power supply malfunction did not cause or contribute to the reported event.